Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.65 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported four patient experience corneal burns during cataract surgery. The cases were all completed. Additional information has been requested.